Event description:
It was reported that this system exhibited recent intermittent pacing impedance measurements greater than 3000 ohms on the atrial channel. Pacing thresholds remained stable except for one single measurement. It was noted that troubleshooting had been performed and no abnormalities were identified. A boston scientific technical services consultant reviewed the device data which suggested there could be a potential situation of atrial non-capture. Pacemaker mediated tachycardia (pmt) episodes did not include the onset for the atrial arrythmia and the atrial rate was at the maximum tracking rate (mtr); therefore, a ventricular paced event occurred at mtr. The pmt algorithm was not breaking these episodes and the atrial rate kept at the mtr and the pmt is re-initiated. The consultant discussed programming option and provided troubleshooting guidance to be performed at the patient's next follow up visit. The associated atrial lead is a competitive lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited recent intermittent pacing impedance measurements greater than 3000 ohms on the atrial channel. Pacing thresholds remained stable except for one single measurement. It was noted that troubleshooting had been performed and no abnormalities were identified. A boston scientific technical services consultant reviewed the device data which suggested there could be a potential situation of atrial non-capture. Pacemaker mediated tachycardia (pmt) episodes did not include the onset for the atrial arrythmia and the atrial rate was at the maximum tracking rate (mtr); therefore, a ventricular paced event occurred at mtr. The pmt algorithm was not breaking these episodes and the atrial rate kept at the mtr and the pmt is re-initiated. The consultant discussed programming option and provided troubleshooting guidance to be performed at the patient's next follow up visit. The associated atrial lead is a competitive lead. No adverse patient effects were reported. It was reported that the out-of-range atrial pacing impedance measurements continued and periods of noise with intermittent oversensing was noted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited recent intermittent pacing impedance measurements greater than 3000 ohms on the atrial channel. Pacing thresholds remained stable except for one single measurement. It was noted that troubleshooting had been performed and no abnormalities were identified. A boston scientific technical services consultant reviewed the device data which suggested there could be a potential situation of atrial non-capture. Pacemaker mediated tachycardia (pmt) episodes did not include the onset for the atrial arrythmia and the atrial rate was at the maximum tracking rate (mtr); therefore, a ventricular paced event occurred at mtr. The pmt algorithm was not breaking these episodes and the atrial rate kept at the mtr and the pmt is re-initiated. The consultant discussed programming option and provided troubleshooting guidance to be performed at the patient's next follow up visit. The associated atrial lead is a competitive lead. No adverse patient effects were reported.